Manufacturer narrative:
(B)(4). It has been reported that the device will not be returned for evaluation. A lot number has been provided. Upon review of the manufacturing records, a follow-up review will be submitted.

Event description:
As reported by the distributor, a 10 pack of surgical strips contained 9. There were no reports of delays or patient harm.

Manufacturer narrative:
Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. A review of manufacturing records found no discrepancies when the device was released to stock. The cause(s) of the difficulty reported by the customer could not be determined. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.